Event description:
It was reported that, while in use on a patient, this 980 ventilator ¿stopped cycling¿. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.

Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that, while in use on a patient, this 980 ventilator ¿stopped cycling¿. The device was available for evaluation. A review of the ventilator logs showed that the device entered into backup ventilation (buv). The service personnel (sp) inspected the ventilator and was unable to duplicate the reported issue. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The cause of the reported buv could not be determined. The potential cause may be due to a temporary difference between the gas source flow and that of the proportional solenoid valve (psol). The event is included in the data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.